Event description:
The cna was pushing the pt into the shower room into the shower chair. The chair rolled over the door entry mat and the chair leg split causing the pt to fall forward. The cna injured her back while attempting to cushion the pt's fall. The pt was not injured.